Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, red rash under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient followed up with her pharmacist, who recommended that she use clotrimazole betamethasone cream. Follow up indicated that the cream is helping with the skin irritation.